Manufacturer narrative:
D6: implanted date: device was not implanted d7: explanted date: device was not explanted the actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code 20 has been referenced in the conclusions section of h6. A review of the device history record and product release decision control sheet of the involved product code/lot number combination was conducted with no findings. A search of the complaint file found no other report with the involved product code/lot# combination. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022.

Event description:
The user facility reported a high pressure excursion during cardiopulmonary bypass. There was an approximately 10 minute delay. The product was still used without changing out. It was reported that the surgery was completed successfully. It was reported that there was no blood loss. There was no impact to the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was returned for evaluation. Visual inspection revealed no defects. The actual sample, after having been rinsed and dried was subjected to another visual inspection and revealed no defects. The actual sample was built into a circuit with tubes. Bovine blood was circulated in the circuit and the pressure drop was determined at each flow rate. The results were confirmed to meet manufacturer specifications with no obstruction noted in the oxygenator module. After the above test, bovine blood was kept circulated in the circuit for 6 hours. No occurrence of obstruction was confirmed. After the circulation test, the actual sample was flushed with saline solution. No presence of clot was revealed. The investigation results verified that the actual sample was the normal product. There is no evidence that this event was related to a device defect or malfunction and the exact cause for the reported event cannot be definitively determined. The IFU states: do not reduce heparin during circulation. Otherwise, blood clotting might occur. Adequate heparinization of the blood is required to prevent it from clotting in the system.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to correct the MFR. Report non that was documented in the follow up no. 1 report. The MFR. Report no. Was inadvertently documented as 9681834-2016-00266, the correct MFR. Report no. Is 9681834-2017-00266.